Event description:
Unknown debris found in vanishpoint syringe. One of our vaccinators noticed a small piece of black debris in a vanish point 1 ml syringe. She caught it before administering the dose, so no pt received anything from this syringe. She had just switched to a new box, and the old box had more than one lot number in it. She is unsure which lot the needle was from, as she had already discarded the wrapper. Therefore, ii may have been from any of the following three lots. G201215, g201211, g210117.